Manufacturer narrative:
(B)(4). The lot was manufactured from february 26, 2015 to february 27, 2015. One actual unit was received for evaluation. Visual inspection on the unit noted a floating particle in the reservoir of the device. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a floating particle in the balloon of a small volume intermate. This occurred before use while the device was being compounded with meropenem. There was no patient involvement. No additional information is available.